Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, and the cause appears to be related to use of the device. Two 0.018¿ guidewires were returned for investigation. One guidewire was intact. The second guidewire was damaged. There was a break in the coil wire, which allowed the coil wire to stretch an elongate over the core wire. The core wire broke 2.4cm from the distal weld tip. The distal 2.2cm of the coil wire was still tightly coiled. The proximal end of the distal coil wire segment was elongated over the core wire. Both the distal and proximal weld tips were intact. The outside diameter of the undamaged section of guidewire was within specification. It was reported that the operator tried to withdraw the guidewire through the introducer needle. The product IFU cautions, ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿

Event description:
It was reported by nurse that there was difficulty in sending the guidewire in the seldinger after it had been sent for 1/3 after successful puncture during catheter placement for the patient. The operator then tried to withdraw the guidewire from the puncture needle, but there was difficulty in withdrawing, too. Thus, the puncture needle was withdrawn before pulling out the guidewire, in which, there was still difficulty. The guidewire was then pulled out by the operator with slight force after local anesthesia with lidocaine. It was found that the front segment of the guidewire had been scattered in a spiral fashion. A new set of seldinger was then in replace of the old set for re-puncture and the catheter placement was conducted successfully this time. It was found that there was guidewire residual not far away from the puncture needle during filming, and the hand surgery was thus invited for consultation through emergency treatment. The guidewire residual was then removed out through dissection subcutaneously, which was about 1.5-2cm in length.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reay0029 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that there was difficulty in sending the guidewire in the seldinger after it had been sent for 1/3 after successful puncture during catheter placement for the patient. The operator then tried to withdraw the guidewire from the puncture needle, but there was difficulty in withdrawing, too. Thus, the puncture needle was withdrawn before pulling out the guidewire, in which, there was still difficulty. The guidewire was then pulled out by the operator with slight force after local anesthesia with lidocaine. It was found that the front segment of the guidewire had been scattered in a spiral fashion. A new set of seldinger was then in replace of the old set for re-puncture and the catheter placement was conducted successfully this time. It was found that there was guidewire residual not far away from the puncture needle during filming, and the hand surgery was thus invited for consultation through emergency treatment. The guidewire residual was then removed out through dissection subcutaneously, which was about 1.5-2 cm in length.